Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via medwatch mw5059718 that the sheath had a hole. An accustick¿ ii introducer catheter was selected for use. During the procedure, a cholecystostomy tube was placed, however, a hole was noted on the accustick sheath possibly from a kink in the device. A soft j-wire was used initially with no resistance and after this event was realized, the doctor was able to safely place a stiff glidewire through the sheath lumen and pass the guidewire through the lumen of the sheath. Bypassing the fracture with no further sequelae. The procedure was completed with a different device. No patient complications reported.